Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine generator changeout the coil impedance was tested through the new device and it was discovered that the impedance was too high. Under fluoroscopy the lead appeared to have a fracture. The patient was brought back in on a later date and the lead was explanted and replaced. No patient complications have been reported as a result of this event.